Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018, an error message was displayed on the programmer and the pacemaker could not be interrogated, even after an attempt to re-initialize the programmer. An ECG was performed on (B)(6) 2018; the pacemaker seems to be pacing in vvi at 70 min-1.

Manufacturer narrative:
The pacemaker was explanted on (B)(6) 2018 and returned for analysis.

Event description:
Reportedly, on 9 april 2018, an error message was displayed on the programmer and the pacemaker could not be interrogated, even after an attempt to re-initialize the programmer. An ECG was performed on (B)(6) 2018; the pacemaker seems to be pacing in vvi at 70 min-1.

Manufacturer narrative:
Preliminary analysis report was missing in the previous MDR.

Event description:
Reportedly, on (B)(6) 2018, an error message was displayed on the programmer and the pacemaker could not be interrogated, even after an attempt to re-initialize the programmer. An ECG was performed on (B)(6) 2018; the pacemaker seems to be pacing in vvi at 70 min-1.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2018, an error message was displayed on the programmer and the pacemaker could not be interrogated, even after an attempt to re-initialize the programmer. An ECG was performed on (B)(6) 2018; the pacemaker seems to be pacing in vvi at 70 min-1.

Event description:
Reportedly, on (B)(6) 2018, an error message was displayed on the programmer and the pacemaker could not be interrogated, even after an attempt to re-initialize the programmer. An ECG was performed on (B)(6) 2018; the pacemaker seems to be pacing in vvi at 70 min-1.

Manufacturer narrative:
Preliminary analysis confirmed the reported issue. A hardware issue is suspected. Recommendations to replace the pacemaker were sent on 27 april 2018.